Event description:
Reported as "stalled pump verified by rotor testing during surgery. Pump not functioning."

Manufacturer narrative:
4/13/1998: g9 - MFR report number has been corrected here and in header on page 1.